Manufacturer narrative:
The lens was returned dry in a lens case/ vial. Visual inspection found the lens haptic to be bent and broken. There were also fibers present on the lens surface. Dimensional and functional inspection found lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search - no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens into the patient's eye. The lens was explanted due to refractive surprise.